Manufacturer narrative:
Device remains in patient, review of information provided by the user facility and quality records. Results = the review of the quality records verified that this lot met all pre-release specifications. A review of the quality records verified that the lot met all pre-release specifications. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. All available information has been placed on file for use in tracking, trending and follow up.

Event description:
It was reported to gore that a patient developed a colovaginal fistula arising from the anastomosis requiring re-operation 21 days after undergoing colorectal reconstruction where gore seamguard bioabsorbable staple line reinforcement material was used to reinforce the staple line. The patient had a temporary diverting colostomy performed with an uneventful recovery and was discharged 8 days after the 2nd procedure.